Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable free thyroxine (ft4) results for one patient on their e601 analyzer. The patient's initial ft4 result was >7.77 ng/dl accompanied by a data flag. The sample was repeated on the e601 analyzer with a result of > 7.77 ng/dl accompanied by a data flag. The sample was then tested on an abbott architect ci8200 and the result was 3.30 ng/dl. This result was reported outside the laboratory. On (B)(6) 2014, the sample was repeated on another e601 analyzer and the result was >7.77 ng/dl. Information on whether this result was accompanied by a data flag was requested but not provided. The sample was then tested on another abbott instrument and the result was 3.29 ng/dl. The patient was not adversely affected by this event. The ft4 reagent lot number was 173745 and the expiration date was 09/29/2014. A root cause could not be determined with the information provided. Patient sample was not available for further investigation.